Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in a severely calcified unknown vessel. The 15mm x 3.00mm nc quantum apex balloon was advanced to the lesion where it ruptured at nominal pressure. The ruptured balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a nc quantum apex balloon catheter with no other devices. There was blood and contrast in the guide wire lumen. The balloon was loosely folded which is consistent of having some positive pressure applied. There was a longitudinal tear in the balloon wall material at the proximal end of the balloon and was between the markerbands. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point. Magnified inspection of the remainder of the device presented no other damage or irregularities that could have caused or contributed to the balloon burst and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).